Event description:
It was reported that the programmer locked up and the caller was unable to do anything with it. The caller was instructed to disconnect the battery and power cord, wait for a short time, and then reconnect everything. The programmer was restored to service. No patient complications have been reported as a result of this event.